Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was noted the patient was confused about the issue at hand, and was hard to follow; agent documented the call to their best ability. The reason for call was that the implant took longer to charge and the battery in the implant wasn't running down like it used to. Caller noted it didn't seem to be working right; agent understood as implant. Caller stated that the charging was off quite a bit. Caller said that before they used to get like 90% or 30% on the implanted neurostimulators and they would charge the controller, but now the controller was at 90% and the implant was at 30%. Caller noted that the first number had always been at 90%, but lately they had been getting the upper number to be lower than the one on the implant. Agent asked the caller if they were having difficulties charging the controller or the implant, and caller said that they didn't know, but that it had been about two weeks before the last charge and that wasn't right; agent understood as charging the implant. Patient said that it was usually six days before they had to charge the implant. Caller confirmed that they were charging the implant less frequently and that they weren't using much of that type of thing which made the charge between charges longer; agent was unsure as to what the caller was referring to. Caller then said that from the get go, they had a tingling in their right leg inner thigh going up to their groin and sometimes across it when they laid flat, but it wasn't doing it now; agent understood as adaptivestim. Caller denied having any recent falls, injuries, or traumas to the implant site. Caller also denied having changed groups or programs. During the call, patient confirmed no visible damage to the recharger, controller charging port, battery pack and compartment. Agent walked patient through resetting the controller with the ac power supply. Patient confirmed the screen turned on. Patient reinserted the battery pack and confirmed the green light was flashing above the screen. Patient started an implant charge session with recharging excellent and the controller went from 80% to 70% and the implant incriminated from 40% to 50%. Caller went to group c, program 2 and did not see the adaptivestim feature (the circle with the a); agent understood that adaptivestim may not be enabled for the patient. Agent reviewed with the patient that the equipment was working as intended and that this sounded like a therapy or implant related issue. Agent redirected the caller to their healthcare provider to further address the reported issue and to meet with a medtronic representative in person for potential reprogramming. Caller mentioned that they had the implant reprogrammed quite a while ago.